Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the presyncopal patient presented in-clinic after falling from an unknown source, right ventricular lead noise was observed. The noise caused pacing inhibition. Review of the sensing trends also noted a decrease in r-waves. Programming changes were made and on the same day the patient presented for right ventricular lead revision. The lead was capped and replaced successfully on (B)(6) 2019. There were no patient consequences.